Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Concomitant products: 500cc mentor memorygel breast implant catalog: 3505001bc, lot: 7310006, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old native american/african american female patient who underwent primary breast augmentation with two 500cc mentor memorygel breast implants, experienced fathom pain and tenderness on the right breast when touched, post-operatively. As a result, the patient will undergo bilateral removal on (B)(6) 2019. The patient experienced no accompanying symptoms on the left side.